Event description:
A mckinley medical service technician observed reportable malfunctions with an electromechanical ambulatory infusion pump, returned to mckinley for routine service. The pump failed to alert door-open and failed a delivery accuracy test (under delivery).